Event description:
It was reported post implant procedure, episodes of crosstalk oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable.